Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/25/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/16/2015 with the following findings: the black box data from the date of the complaint was overwritten. The complaint was unable to be confirmed or duplicated. The current black box showed no evidence of a short battery life. The pump powered on with the returned battery cap. The current draws were within specifications. A battery life issue was not duplicated during investigation. The pump case was removed and there was no evidence of moisture of loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.